Event description:
(B)(4). Severe internal pain in the pelvic region. Terrible back pain. My health has been deteriorating ever since. My stomach is distended, I'm extremely tired. My uterus is enlarged 3 ovarian cysts period every 2 weeks painful periods and sex.